Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was implanted in an unk vessel. About 7 months later, a late stent thrombosis occurred. A second thrombosis occurred the following month. No additional info is available at this time, however, additional info has been requested.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unk, a review of the mfg records could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.